Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. There were no complications reported following the procedure and the patient was discharged home. On (B)(6) 2023, the patient experienced "an uncomfortable day," but declined to visit the hospital. On (B)(6) 2023, the patient woke up around 2 am, was vomiting blood and became unresponsive. A 911 call was made. The patient was resuscitated at home and again on the way to the hospital. Extraordinary measures were discontinued at the hospital and the patient passed away. No autopsy was done and the cause of death was likely to be reported as cardiac arrest. The patient had a history of cardiac disease and atrial fibrillation and had been on eliquis, which was held from (B)(6) 2023 and resumed on (B)(6) 2023. Despite multiple query attempts, the cause of bleeding was unknown.

Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Gastrointestinal bleeding is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.